Manufacturer narrative:
Concomitant products: addr01 ipg implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a battery change procedure, the right atrial (ra) lead exhibited outer insulation damage. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.